Manufacturer narrative:
There is no information regarding the event date. Problem code 2907 captures the reportable event of dart detachment. An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, no damage was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. A functional assessment for the capio slim suture capturing device was performed. The carrier extended and retracted into the cage with no issue. The cage of the capio slim suture capturing device was removed for further inspection; the portion of the detached suture containing the dart was not found inside of the cage. The most probable cause chosen for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during pelvic floor repair procedure performed on an unknown date. According to the complainant, during procedure, one of the darts detached from the mesh. There is no information if the detached dart fell into the patient and if/how the detached piece was removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There is no information regarding the event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during pelvic floor repair procedure performed on an unknown date. According to the complainant, during procedure, one of the darts detached from the mesh. There is no information if the detached dart fell into the patient and if/how the detached piece was removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.